Event description:
It was reported by service report that the weld on the timing link of the pt right foot side rail was cracked. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result: siderail timing link.